Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple low flow alarms. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate is a kink/bent in the outflow graft. The most likely root cause of the inadequate flow rate is kink/bent in the outflow graft. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00797 and 3007042319-2016-00798) submitted for devices related to the same event.

Event description:
It was reported per (B)(4) study database adverse event 1 that on (B)(6) 2015, vad flows were noted to be low (2.1-2.8). On (B)(6) 2015, vad flows improved slightly (2.4-3.5 ). On (B)(6) 2015, flows had increased to 3.4-3.6. It was believed that there was an outflow obstruction. The patient was taken back to the or and a kick in the outflow graft was observed. A three centimeter portion of the graft was removed which resolved the issue. The patient returned to ICU in stable condition with a flow of 4.5.